Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigation. Failure analysis investigation found that the instrument pitch cable was broken at the distal end. The cable segment that contains the crimp was missing from the clevis. This complaint is being reported due to the broken pitch cable found during failure analysis investigation.

Event description:
It was reported that during a da vinci surgical procedure, the wires were torn on the pk dissecting forceps instrument and got stuck. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of any fragment(s) falling into the patient.